Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic surgeon reported that leakage occurred from the lower part of the drain bag during vitreoretinal procedure. Additional information has been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The used returned sample was visually inspected and the drain bag was noticed to be cut by the customer at the 400ml location in returned condition. Based on the condition of the drain bag a performance leak test of the drain bag was unable to be performed. There was no occlusion in the check valve flow path of the drain bag. The bag was filled to 300 ml to check for any leakage on the side and bottom portion of the drain bag, no fluid leakage was detected. The sample was then inserted into a console and the cleaning process was performed without filling the bag above the 400 ml mark; no fluid leakage was detected. Based on the returned condition of the drain bag, a full evaluation could not be performed. As such, the root cause of the customer's complaint is not known. (B)(4).